Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and check pad messages) was confirmed. There was a damaged pulse wire from the dn to rear cable. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged and experiencing check pad messages.